Event description:
Patient was having a laparoscopic appendectomy done when a laparoscopic bowel clamp broke in her abdomen. The broken piece was retrieved by doctor after some searching. No major issues other than the procedure taking longer to locate and retrieve it.